Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion. Additional reporter: (B)(6).

Event description:
Event occurred regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inches where it was reported that the connector was broken. There was patient involvement but no harm.

Manufacturer narrative:
One opened/unused primary plum set for inspection. As received, the tubing below the drip chamber was separated from the drip chamber port. The tubing was observed to have an uneven tear. Part of the tubing was still inside the port which is indicative of a pulling force. The reported complaint of broken connector can be confirmed. The probable cause is due to an unintentional pulling force. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.